Manufacturer narrative:
Investigation conclusion: the customer's complaint of correlation issues with d-dimer was not replicated with in-house retain testing of triage d-dimer lot (B)(6) with an in-house calibrator. No issues with d-dimer recovery were observed, the lot performed as expected. Reviewed the batch record for triage d-dimer lot (B)(6). The lot met all final release specifications. No issues with d-dimer recovery were observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. Based on the information available, there is no indication of a product deficiency an no corrective action is required.

Event description:
Event occurred in (B)(6). Occurred on (B)(6) 2024. Customer reported discrepant low d-dimer on triage d-dimer vs stago for 1 patient. Symptoms: ankle edema, right calf pain. Diagnosis: not provided. No ae or death reported. Patient treated with: primpéran 10mg/ 2 ml. Inexium 40 mg. Acupan 20 mg/ 2 ml. Glucose baxter 5%.